Event description:
Device issue: partial stent deployment, fractured stent. Time of device issue: during the procedure. Adverse event: surgical removal of the stent, patch to lesion. It was reported that during a femoral artery stenting procedure, during stent deployment, the stent partially deployed, then a crack was felt in the thumbwheel and the stent would not deploy any further. Further attempts to deploy the stent were made, but the stent would not fully deploy and could not be removed. The pt was taken to surgery for removal of the stent. The stent was found to be fractured in several pieces. The stent was removed and a patch was placed in the lesion area. There was no adverse pt sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The device has been received. The investigation is not yet complete.